Event description:
New information received noted that the device was explanted and replaced on (B)(6) 2014.

Manufacturer narrative:
Final analysis found exposure to electrocautery caused a transient nmi which resulted in backup operation. The false eri trip occurred due to a transient low battery voltage. The device was extensively tested and noted to have exceeded its projected longevity. The device reached normal end of life.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
It was reported that during routine follow-up, the pulse generators battery was found to have depleted more quickly than expected. Stored data was unavailable. The device remained implanted. No patient symptoms were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.